Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hub leaks is inconclusive due to poor sample condition. One photo sample of a 4 fr powerpicc catheter was provided for evaluation. The luer hubs are being shown in the image. Both luer hubs are attached to extension set connectors and the purple hub is circled. Red residue is present on the white cloth behind the purple hub. No apparent damage on the luer hubs was noted and the characteristics could not be inspected from the image. Since the presence of a connector leak could not be determined from the image provided, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported that ICU of surgery department placed a 3275118 in this patient with severe trauma. During infusion in the same afternoon, the connection between one purple end and the fitting leaked liquid. The fitting was replaced two different fittings, but liquid leaks continued. Considering the continuous use of the newly placed catheter, the clinician clamped the purple end with a thumbscrew and only used the other lumen to maintain infusion to date.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that ICU of surgery department placed a 3275118 in this patient with severe trauma. During infusion in the same afternoon, the connection between one purple end and the fitting leaked liquid. The fitting was replaced two different fittings, but liquid leaks continued. Considering the continuous use of the newly placed catheter, the clinician clamped the purple end with a thumbscrew and only used the other lumen to maintain infusion to date.